Event description:
The account alleges that the patient underwent a pericardiocentesis procedure. The procedure was uncomplicated and 500+mls of fluid was removed during the procedure. The patient stated that her breathing was easier and an echo demonstrated a reduction in the size of the pericardial effusion. A drainage bag was left connected to the drain to allow residual fluid to be collected. The patient returned to accuhc via the x-ray department, where a post procedure chest x-ray was performed. The cxr was reported and showed a moderate volume pneumopericardium. The air was removed from the pericardium via the drain. A followup echo demonstrated resolution of pericardial effusion but showed the patient developed lvsd. No additional patient consequence to report.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be established. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.